Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer has decided to decline repair; therefore, it could not be determined if it failed to meet specifications. The customer will handle the repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting error code 1008 machine and proximal pressure sensors failed message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.